Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8211539, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-30. Medical device lot #: 6055776, medical device expiration date: 2021-02-28, device manufacture date: 2016-02-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle were difficult to activate. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd integra syringe with detachable needle were difficult to activate. There was no report of exposure, injury, or medical intervention.